Manufacturer narrative:
(B)(4). Evaluation summary: the affected device was received for evaluation against the reported condition. Visual inspection of the device identified a small, white particle, approximately 0.83 mm in length, floating in the fluid in the reservoir. The particle was in the fluid path. The reported condition was verified. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause or origin of the particle is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was observed with particulate matter inside of its reservoir. This was observed during filling with an unspecified drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow up report will be submitted.